Event description:
It was reported that the pt was not able to adjust stimulation, and the pt programmer display showed a "call your doctor" icon. A por (power-on-reset) condition was reported. Add'l info was requested.

Manufacturer narrative:
(B)(4).